Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the patient felt jolts 8 months after their fall during a programming appointment in april. The nurse turned the device off and the patient still complained of pain. When asked to clarify how the fall affected the implanted system and if the issues reported were a result of the fall, the rep stated it was unknown as the x-ray showed proper placement, and the fall was in august and pain and jolts started in april. The cause of the jolting in the butt and leg was reported to be unknown and it was noted that the battery was 5 years old. The rep reported the healthcare provider decided to move the lead to the other side because the patient complained of sciatica on the side of the current implanted/lead and they had pain when the device was off. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0errg, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 12-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had been feeling uncomfortable sensations in their buttocks and down their leg on the same side as their ins. The patient¿s batter was 5 years old and they felt their therapy was decreasing and they were unable to turn up the device or change the program without an uncomfortable sensation. It was noted the patient fell in (B)(6) 2018 and that may have contributed to the issue. The patient had an x-ray that showed proper lead placement, it was medial on the ap view and electrodes 2 & 3 were straddling the anterior edge of the sacrum. The battery and impedance were checked, the impedance was within normal limits and the battery results were indicated as ok. The patient saw a nurse practitioner two weeks ago in (B)(6) for a routine visit where the program was changed. The patient couldn¿t tolerate jolting or irritable sensation in the butt and leg, so the nurse turned off their device. The patient continued to complain of pain. The rep saw the patient on the (B)(6) and they stated they had the device off the entire two weeks and still felt the pain down their leg. The patient noted having to see a chiropractor for sciatic pain in the same leg but stated it was getting better with stretching. The patient was scheduled for a battery replacement on (B)(6) 2019 and the healthcare provider decided to move the lead to the other side away from the side with sciatica. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the physician replaced the battery and kept the lead, the patient denied having issues with the device and didn't want the lead replaced. No further complications were reported.